Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted with initial symptoms of dyspnea, acute kidney injury (aki), abnormal liver function test (lft) and international normalized ratio (inr) of 16. The pt has had 1 week of fever/chills, productive cough, and discolored sputum. Pump parameters were normal before being turned off. The pt expired and the autopsy report indicated that the pt had a small pus pocket at the tip of the left ventricle adjacent to the inflow cannula, but nothing along the driveline. The pt's brain showed a large bleed and a small pus pocket deep in the tissue suggestive of a septic emboli turning hemorrhagic.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.